Event description:
It was reported that within one day post implant, the patient was experiencing light-headedness. The implantable cardiac monitor (icm) recorded three false asystole episodes and undersensing was also recorded due to loss of contact with the tissue by the electrodes. The icm remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.